Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
This pi is for the 2013 arthroscopy of the patient's left knee. As reported: "this principal investigator performed initial surgery and followed up with patient post-operatively. Information collected on patient reported: arthroscopy (2013) - patient experiencing pain, patellofemoral joint replacement (2014), arthroscopy (2014) - patient experiencing pain, locking, and giving way" patient had a restoris mck medial construct in situ at the time of event.

Manufacturer narrative:
Update to product code, common device name and g4. Reported event: an event regarding involving pain was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the 2013 arthroscopy of the patient's left knee. As reported: "this principal investigator performed initial surgery and followed up with patient post-operatively. Information collected on patient reported: arthroscopy (2013) - patient experiencing pain, patellofemoral joint replacement (2014), arthroscopy (2014) - patient experiencing pain, locking, and giving way" patient had a restoris mck medial construct in situ at the time of event.